Manufacturer narrative:
Correction/removal reporting numbers: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported by the pt that she has not used her ipg in at least a year. The pt stated she had difficulty using the charger and stopped using her system. The pt was advised to meet with an sjm rep to assess the condition of the ipg. An sjm rep made contact with the pt but the pt has relocated and would have to travel out of state to get her system revised or replaced. The pt has elected to take no action at this time.